Event description:
It was reported that during a thyroidectomy procedure, the inactive side of the tissue pad was touching the patient during activation and left a superficial burn on the patient's skin. The procedure was completed with another like device.